Event description:
It was reported that the insertion site was pre-drilled with a 2.5mm drill, however, the bone was hard and the anchor did not insert. The site was drilled again with a 3.5mm drill. The shaft of the inserter bent during insertion and anchor could neither be removed nor pushed in. Pliers and other instruments were used to push the anchor in to finish the procedure. Anchor was ultimately inserted therefore the use of a back-up was not necessary. Further info confirmed that axial alignment was established and maintained. The ao-2 finger technique was not followed and there was no drill guide used. Regarding the missing piece of the inserter shaft, the surgeon is not sure but thinks it is left in the pt will the anchor. Surgeon experienced a total of 20 minute delay to the ankle ligament repair. No pt injury resulted.

Manufacturer narrative:
Inserter only was received. Eval shows a small portion of the shaft missing where pliers cut it. No conclusion could be made for the reported device failure. Add'l info received on 7/19/2007 indicated a piece of the device was missing; therefore, a re-assessment of this incident for reportability was completed and a medwatch report is being filed.